Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, using a 5f femoral artery sheath for cerebral angiography, after the procedure, a 5f exoseal vascular closure device (vcd) was used. When pulsatile flow stopped, the device was retracted more slowly at a 40° angle, but the indicator window never changed color. Therefore, manual compression was used. There was no reported injury to the patient. The product will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color. Therefore, manual compression was used. There was no reported injury to the patient. The device was used after a cerebral angiography with a 5f femoral artery sheath. When pulsatile flow stopped, the device was retracted more slowly at a 40° angle. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with the window demonstrating the three color changes. No damage to the internal mechanism was noted. The cause of the reported issue could not be determined since the received condition of the device did not match the description provided by the customer, as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, using a 5f femoral artery sheath for cerebral angiography, after the procedure, a 5f exoseal vascular closure device (vcd) was used. When pulsatile flow stopped, the device was retracted more slowly at a 40° angle, but the indicator window never changed color. Therefore, manual compression was used. There was no reported injury to the patient. The product will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.